Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an incomplete flap. Surgeon will retreat the patient within a month. Upon follow up, the ring of the patient interface did not clamp and the patient interface was no longer standing alone. Procedure was terminated. Incident was ongoing and the surgeon scheduled a flap revision in a month.

Manufacturer narrative:
Prior to the reported event, a service request (sr) was opened and preventative maintenance (pm) was performed. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. A second procedure was performed with no problems.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. No system messages were noted in the event log. The pi ring was tightened. The system xyz parameter was calibrated. Unrelated to the event, the pi clip sensor was replaced as a maintenance action. The system was then tested and met all product specifications. Based on the information obtained for this investigation, it is unlikely that the pr ring on the lensx laser attributed to the reported event. The pi ring helps to secure the pi onto the lensx system and the system would display a system message (sm) if the pi were not secured onto the system. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the zxy calibration settings drifting out of specifications. The manufacturer internal reference number is: (B)(4).